Event description:
The patient reported that when she went flying in an airplane, changes in altitude or time zones "mess with her." She had a sensation, like she was falling, when the airplane descends. When the airplane was descending she got startled and started to shake; sometimes she would have tremors. She noted it was the airplane going down, not going up, that was the problem and wondered if it could be the device causing the issue. She asked if changes in altitude could affect the device and if the implantable neurostimulator (ins) should be turned off during airplane descent. The patient already talked to her doctor about it and the doctor did not seem to know anything about it. The event occurred in 2013 shortly after implant on an airplane trip. The patient's indication(s) for use were essential tremor and movement disorders.

Event description:
Additional information was received from a patient. It was reported that no steps were taken to resolve the previously reported issues involving the altitude. It was also stated that the issue occurs not only when flying but also when changing altitude on land too; the issue happened again when the patient was crossing a mountain range and was going up and down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.